Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: cp0001581, constrained glenoid lock ring, lot unk; 211230, compr srs mod stem - 6x75mm, lot 541500; 211216, compr srs prox bdy - sm 58mm, lot 688930; cp0001584, compr srs tmr body 61mm w thds, lot unk; cp0001583, const 22mm hmrl head w screw, lot unk.

Event description:
It was reported that the patient will be undergoing a revision of a cannulated constrained cup to a reverse baseplate approximately 4 months post implantation due to dislocation. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.